Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168,h6: multiple annex a codes were coded for this event. A1102 was coded for the error initializing the collimator. A110201 was coded for the screen going black. H3, h6: the system was serviced in the field and it was found the collimator blades were stuck. Made slight adjustment and cleaned collimator. The system then functioned as intended. B01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the manufacturer representative (rep) was receiving an error initializing collimator. Rebooted and the issue persisted. When they turn off the system, the pendant screen went black almost immediately. Technical services (ts) had the site reboot with the umbilical disconnected. It took 5 min for the system to initialize, and could hear the rotor moving. The system went to stand alone mode and plugged the umbilical cord back in. Connected to the mobile view station (mvs) and radiation was enabled, but the error showed up at the top of the pendant again. There was no patient involvement.